Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: it's a little harder to connect the hub, causing increased leaks with IV administration.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.